Event description:
It was reported that one day post implant, the device was not collecting diagnostic data and even though no atrial lead was implanted, atrial sensed events were being seen after the bi-ventricular pace. The device programming was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4194 implantable pacing lead: (B)(6) 2012. (B)(4).